Event description:
It was reported that the customer's insulin pump received a battery out limit alarm. It was also reported that the display is scratched, and the customer is having difficulty reading the screen. Customer's blood glucose level at the time 375 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specification. Off no power alarm function properly and passed self test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.